Manufacturer narrative:
The part was returned and radiographic images were provided. Visual inspection of the returned driver and review of the radiographic images confirm that the driver tip has fractured and tip remains in the beam in the patient.

Manufacturer narrative:
The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a surgical procedure. During surgery it was noticed that the beam was over inserted. Allegedly, in an attempt to get better placement of the beam, the driver tip broke off inside of the beam. The broken tip was not able to be removed from the beam. No additional patient complications were reported.